Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had horizontal gray lines that blocked the graphics and text. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to insulin injections for insulin therapy.